Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 34mmol/l, but the glucose level dropped to 19mmol/l by the time of the admission. It was stated that the customer was running high and vomiting for three days. The caller mentioned that the customer had a terrible cold and was taking medication for it. The mother stated that her daughter delivered a bolus of 10.0 units, but the bolus history only displayed 5.0 units delivery. The mother stated that the insulin pump was alarming and it was on suspend mode. The customer had changed several times the infusion sets and reservoirs. No further information was provided.